Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective generator board, however, the exact cause of the defect could not be specified. It likely the generator board failed due to one of the the following; a defective tr1 transformer on the generator board (permanent error), a defective current transformer on the generator board (permanent error). A defective impedance transformer on the generator board (permanent error). A missing drive signal for the output stage of the generator board (permanent error), a defective peak rectifier on the generator board (permanent error), and/or an output voltage that is too low due to poor switching of the output stage on the generator board (permanent error). It was further noted that an e433 error is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal which is set for testing falls below the intended limit of 130v. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the hf unit "esg-400" kept shutting down. The issue was found during maintenance. Inspection of the customer's returned device found faulty generator printed circuit board (pcb). This was found to be caused by a fault within the generator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, externally, the front panel was chipped around the neutral port, the unit displayed error 433 due to the faulty generator printed circuit board (pcb), and a known working pcb was fitted to the unit and the error 433 cleared. All power output tests passed in accordance with the original equipment manufacturer (OEM) service manual. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.